Event description:
The device was returned for service. During service testing, the baxter technician reported an infusion pump with failure code 812:02. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is known.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA feb 01, 2007. Evaluation summary: the reported condition of failure code 812:02 was confirmed by the baxter repair technician. The failure was determined to be a defective pump head module assembly, which was replaced. The device was tested by the technician.